Event description:
It was reported that insulin would not flow during priming with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported no insulin flow when priming.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A DHR could not be completed for lot # 9016632 as this is not a valid match for reported cat # 320122.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insulin would not flow during priming with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported no insulin flow when priming.